Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu0190 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "provena 4 fr dl power PICC kinked in patients arm". The PICC was secured with a statlock. Additional info. Received 11/11/2020: was there patient harm reported? Yes incident report completed; patient asymptotic.